Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 30, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen vial. No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received cut in half. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue ¿instability of device after implantation¿ was not confirmed during product evaluation. The other observed issue during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 is to capture device decentered or dislocated or tilted subluxated or wrong position. An attempt was made to obtain the missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the multifocal intraocular lens (iol) was explanted from the right eye in a secondary procedure due to a sudden subluxation of the iol. Unspecified symptoms persisted for 7 days. Another johnson and johnson iol was implanted as replacement (za9003 +14.0 diopter). No incision enlargement, sutures, or vitrectomy was required. The patient is fully recovered. Through follow up, it was reported that it was unknown if there was any patient injury. The account indicated that no further information is available. No further information was provided.